Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and the associated right ventricular (rv) lead displayed high, out of range shock impedance measurements. There were no adverse patient effects. The system remains in service.